Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The dislocation and elevated metal ion were confirmed based on received medical records. However, the revision surgery was unable to be confirmed due to limited information received from the customer. Photo of the head showed black debris, no further evaluation can be done from the photo. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes and x rays provided. X-ray review and assessment demonstrated that the patient had significant lumbar spine issues with a spine to pelvis fusion which is a known risk factor for dislocation. With that current spine issue as well as his diagnosis of parkinson¿s, this certainly may be contributing significantly to his instability. Revision op notes demonstrated that the patient was revised due to instability, elevated metal ion levels, and metallosis. Fluid collection was identified in the MRI. Ho was identified along the cup. After head was removed, corrosion was identified on the trunnion and inner surface of the head. Cup and stem well-fixed. Head, liner, and locking ring replaced. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The additional information does not affect the root cause. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01962; 0001822565-2019-04296; 0001822565-2019-04297.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Concomitant products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset/ pn 00771101320/ ln 61389242. Shell porous with cluster holes 58 mm/ pn 00620205822/ ln 61583270. Liner/ pn 00630505832/ ln 61231024. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01962.

Event description:
It was reported that a patient dislocated approximately seven years post operation and required a closed reduction. Patient again dislocated a second and third time which also required closed reductions. Subsequently, patient underwent a hip revision surgery due to recurrent dislocation and instability. It was suspected that there may be a component of corrosion of the femoral head contributing to an adverse local tissue response. The surgeon believes that the lumbar spine and pelvis fusion is likely contributing to the dislocations. It was reported that diagnosis of parkinson's and current spine issue may be contributing to instability. During the revision the patient's liner and head were exchanged.